Manufacturer narrative:
It was reported that the surgeon may not have fully deploying the anchors. The anchor backout seen may be due to insufficient or incomplete locking of the cam. If the anchors are not fully deployed, the cam will be unable to rotate to the locked position. In cases where patients have hard or dense bone, anchor deployment may require increased malleting force. Choicespine has included single anchor deployment instruments in the set that should assist in fully deploying anchors in these situations. Choicespine will continue to closely monitor clinical usage of the device.

Event description:
Dr. (B)(6) did a revision case on (B)(6) 2023 from the original case on (B)(6) 2023 (complaint (B)(4) ). Dr. (B)(6) used general hospital instrumentation to remove the blade that was backing out of the cage. He was able to get the blade fully removed while removing the blade he also removed the cam from the cage. Dr. (B)(6) left the original implant in with one blade deployed.